Manufacturer narrative:
The customer was shipped a new battery.

Event description:
It was reported to philips that the device needs a battery replacement. There was no reported patient involvement/adverse patient impact.